Event description:
Pt was revised due to fracture of te medial femoral bone under femoral compoennt. Intraoperativelt noted poly wear and loosening of the tibial insert ot appeared as though the insert didn't seat properly during the index surgery.